Event description:
It was reported that during device change out due to eri, increased pacing threshold was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.